Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to the patient has cancer and requires radiation at the former device site. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to the patient has cancer and required a radiation at the former device site. This ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and as the right atrial (ra) lead was electively explanted due to patient condition. This observation no longer meets the definition of malfunction as it was confirmed that the ra lead was operating normally. Amending MDR decision to MDR=no report.